Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, a21 error test and rewind test or verify a21 alarm due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and had a frozen display. The customer's current blood glucose value was 107 mg/dl. The insulin pump had a battery failed alert. The customer went to shower and the insulin pump started beeping. The customer was unable to clear the alarm and was able to complete the insulin pump rewind. It was reported that the unexpected restart kept on popping out. The device will be returned for analysis.